Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been completed. No deviations or non-conformances noted. The event of swollen lymph nodes is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is "enlarged lymph nodes neck and armpit" and "elevated immune levels."

Event description:
Patient reported "enlarged lymph nodes in neck and armpit" and "elevated immune levels"." Device remains implanted. This record is for the left side.